Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 7 years 6 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the morning of (B)(6) 2017 a pump stoppage event occurred. An unspecified alarm was also reported to have occurred around 4:00 am on (B)(6) 2017. No clinical symptoms were reported. During review of the submitted log files, a representative of the manufacturer¿s technical services observed pump stoppages that only appeared to occur while the lvad was supported by the power module. X-rays revealed two suspect areas of the driveline, one area internally proximal to the pump and an external area proximal to the system controller. On (B)(6) 2017 technical service engineers evaluated the percutaneous lead. The pump stoppage was unable to be reproduced. An ungrounded power module patient cable was utilized. No additional information was provided.

Manufacturer narrative:
The report of pump stoppages was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the events could not be conclusively determined. The log file captured several low speed hazard, low flow hazard, and pump stoppage events on days 151, 152, and 153. All of these events occurred while the system was operating on power module. Based on previous complaint experience, the low speed events and pump stoppages captured in the log file appear consistent with a potential percutaneous lead (lead) wire compromise. Submitted x-rays showed a deflection in the internal portion of the lead and an external area proximal to the system controller. The patient remains ongoing on pump support using an ungrounded patient cable with no further reported issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.